Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic j-pouch and colostomy reversal surgery, while transecting the colon, the staple did not form properly which resulted to increased bleeding in the staple line and tissue damage. The surgical time was extended for 30 minutes and the surgeon needed to oversew the staple line to resolve the issue.